Event description:
During evaluation of a returned spectrum infusion pump, 58 occurrences of "downstream occlusion" alarm were identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No additional info is available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The input/output printed circuit board, force sensor assembly and force sensor pusher were replaced.